Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a motor error alarm during an infusion set change. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised that the insulin pump would be replaced. Nothing further was reported.